Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had pain and x-rays showed a lucency around the cup. Update 18/september/2018: as reported in adverse consequences details: patient required a revision of the cup.

Manufacturer narrative:
Reported event: an event regarding loosening involving a tritanium shell was reported. The medical review confirmed loosening of the shell and also identified malposition of the shell as a root cause of loosening. Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the provided x-rays by a clinician noted the following: this patient had cementless left hip replacement performed in (B)(6) 2014, with a citation/trident device construct about which no more detailed information is available. Patient had pain complaints developing after some 4-years requiring revision surgery for cup loosening in (B)(6) 2018. Available x-rays document implantation of trident cup with supplemental screw tixation. The cup has adequate size but is grossly loose with diverging radiolucent lines spreading from the screw tixation area in both medial/inferior and lateral direction. The cup shell as such has an adequate inclination of 41° although the use of a 10° offset liner decreases effective inclination of the cup shell/liner construct to a low value around 32-33°. Anteversion of the cup shell is excessive. Calculations on the ap view as based upon lewinnek¿s formula yield an anteversion value of approximately 58° which is extreme. Product history review: could not be performed as the lot details were not provided. Complaint history review: could not be performed as the lot details were not provided. Conclusions: the medical review concluded the following: cup malposition in excessive anteversion with inappropriate use of an offset liner has contributed to an overload condition in the bearing section of the arthroplasty with cup loosening as adverse outcome requiring revision surgery. No further investigation for this event is required at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had pain and x-rays showed a lucency around the cup. Update 18/september/2018: as reported in adverse consequences details: patient required a revision of the cup.